Event description:
The manufacturer received information alleging a ventilator would not deliver correct pressure. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator would not deliver correct pressure. Additional information was received stating the original complaint had been resolved as a technical support inquiry at the time of the call. The device will not be returned for evaluation.